Manufacturer narrative:
10/16/2015 09:00 am (gmt-4:00) added by (B)(4): a device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. 10/15/2015 04:53 pm (gmt-4:00) added by (B)(4): it was indicated that the device is not available to be returned to maquet, a technical evaluation cannot be performed. Per our sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
Iabp inserted to replace a ruptured iab reported under (B)(4). No issues. Per (B)(6), perfusion - reported balloon rupture over the weekend. Complainant (B)(6) wrote - avr+CABG x4 > replacement of ascending ao for dissection (acute) > cardiogenic shock > iabp - rupture of iab >emergent changeout over guidewire with no problems >continued cardiogenic shock unrelated to iabp > death (B)(6) 2015. This complaint is for the second iab which had no malfunction. The death is being reported for this iab which was in use at the time the patient expired.